Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor, generator, interface, display adapter, and single board computer were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had a communications error at boot up. No pt injury was reported.